Manufacturer narrative:
(B)(4). Visual inspection shows no discrepancies with the returned device. Functional test was performed on the returned connector and it was able to function as intended. Concomitant smart stitch device and suture cartridges were used to functionally test the connector. Foam was used to replicate tissue. The returned connector was attached to a smart stitch device and suture cartridges were used. The connector was able to clamp on a piece of foam used to replicate the tissue and was able to pass multiple stitches with no issue. The s-clamp was able to open and close with no problem and needles were able to pass single stitches and mattress stitches. No functional discrepancies were found. Based on our visual evaluation, customers complaint was not confirmed as the returned device functioned as intended. An exact root cause for failed opening and closing of the jaw cannot be determined; however, factors unrelated to the manufacture or design of the device that could have contributed to the reported event includes: (1) tissue thickness. Or (2) improper loading of the connector. Tissue thickness and/ or improper attachment of the connector on to the device handle can result in failed jaw actuation. The instruction for use (IFU) were reviewed and were found to outline precautionary statements and instructions in regards to the use of the device to avoid damage or non-functionality. There were no indications that would suggest that the device did not meet product specifications upon release into distribution.

Event description:
It was reported that during surgery, the perfect passer jaw was not opening or closing properly. The procedure was completed without significant delay using a back up device. No patient injury or other complications were reported.